Event description:
It was reported that the pacing lead impedance of the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system had sharply increased over the course of one month. Technical services (ts) analyzed device data and found that the impedance had increased form 500 ohms up to 1900 ohms. There was a stored signal artifact monitor (sam) event with oversensing of respiratory rate noise along with out of range atrial impedance of greater than 2500 ohms. The noise was not present on the presenting electrogram (egm) but could be reproduced with isometrics in clinic. Ts advised to discuss further with the patient's physician. It was noted that a lead fracture was suspected but could not be confirmed at this time. No additional adverse patient effects were reported. Currently, this ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the pacing lead impedance of the right atrial (ra) lead of this implantable cardioverter defibrillator (ICD) system had sharply increased over the course of one month. Technical services (ts) analyzed device data and found that the impedance had increased form 500 ohms up to 1900 ohms. There was a stored signal artifact monitor (sam) event with oversensing of respiratory rate noise along with out of range atrial impedance of greater than 2500 ohms. The noise was not present on the presenting electrogram (egm) but could be reproduced with isometrics in clinic. Ts advised to discuss further with the patient's physician. It was noted that a lead fracture was suspected but could not be confirmed at this time. No additional adverse patient effects were reported. Currently, this ICD system remains in service.